Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation product evaluation completed and defects found on the device. Most likely underlying root cause of malfunction: foreign material was discovered on the strip connector (blood like substance). Conclusion code is no longer applicable and has been updated.

Event description:
Consumer complaint of blood result reading of "lo". Last 5 tests in memory: "lo", 78mg/dl, 97mg/dl, 108mg/dl, 135mg/dl. Customer normally reads between 79 - 125mg/dl. No adverse event reported.

Event description:
Consumer complaint of blood result reading of "lo". Last 5 tests in memory: "lo", 78mg/dl, 97mg/dl, 108mg/dl, 135mg/dl. Customer normally reads between 79-125mg/dl. No adverse event reported.